Event description:
The user facility's biomedical engineer (biomed) reported that during preventative maintenance (pm) of the device, while waiting for the gas module to warm-up (in order to calibrate the blender), he observed the (un-calibrated) percent o2 was just showing three slashes (---). Thinking the new 02 sensor was defective or that it wasn't connected, the biomed shut things down and checked. The o2 sensor connection was ok, so he swapped the old o2 sensor back into the module. On power up, the un-calibrated percent o2 still read dash-dash-dash. At this point, the biomed adjusted the flow rate on the touch screen to 5 liters per minute (lpm) on the display then noticed the analog flow meter, this meter was ramped up to the max at 10 lpm. Then he "closed the case" but the gas still stayed on at 10 lpm. All gases should have been shut off when the case was closed. At this point, the biomed advised the perfusionists, that he was removing the whole cart from service. Since the event occurred during preventative maintenance, there was no pt involvement.

Manufacturer narrative:
Eval is in progress, but not yet concluded. This complaint is related to MDR #1828100-2014-00314. Per the user facility's biomedical engineer (biomed), the near complete loss of electrical gas flow control (not manual control), it only became apparent after he tested the gas system following the routine six month o2 sensor replacement. The biomed had done exactly the same procedure on another system without any problems.